Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic supracervical hysterectomy, bladder suspension, pelvic reconstruction and repair of rectocele, evacuation of hematoma and control of bleeding due to menorrhagia and chronic dysmenorrhea, probable uterine adenomyosis, history of genital relaxation syndrome with stress urinary incontinence. The patient experienced erosion, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh excision on (B)(6) 2008 due to mesh exposure into the vagina, perineal body cyst and symptomatic posterior vaginal wall prolapse. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.